Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The keypad had visible damage. A new keypad was installed to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's power button is not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.